Event description:
A code 36 error indicating a data acquisition fault was observed during device operation.

Manufacturer narrative:
An error indicating a data acquisition fault was observed during device operation. Investigation determined that the error may occur when due to an issue on the data acquisition system interface. Field service engineer currently working on the corrective measure. There was no harm or injury to the patient or users.